Manufacturer narrative:
No product is being returned for eval. (B) (4).

Event description:
Device broke during insertion into the glenoid at the portion of where the sutures run through the anchor. Doctor tried 45 minutes to remove the anchor sticking in the bone, but was not possible.